Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that they experienced issues with the recharger telemetry module (rtm). The patient was unable to recharge their implantable neurostimulator (ins) and the rtm antenna became hot during recharging. It was stated that both the antenna head and the connection between the antenna and cable were heating during recharging and that there wasn¿t any physical damage observed with the rtm. The system repeatedly attempted to connect but failed to load and connection with the battery was not possible after 30 minutes of trying to recharge. It was noted that a ¿no device found¿ message was observed and that the patient couldn¿t recharge the ins. At the doctor's office, attempts were made to reconnect using a new patient controller with the patient¿s rtm, but these efforts were unsuccessful and the antenna continued to overheat. The issue remained unresolved at the time of report; the rtm was to be replaced in the future as a result of the event. There were no medical or surgical interventions needed and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger. H3. Analysis found non-conformances and the recharger was subsequently scrapped. A recharge failure was discovered: no device found message. Additionally, a worn donut was found. However, this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger correction: h7: added correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.